Event description:
Pt underwent bilateral mastectomies and reconstruction in 1980 using gel implants. Pt developed swelling and irregularity of the left breast. Pt admitted on 4/17/99 for removal of implants. Upon removal, both implants found to be ruptured. No identifying marks on implants.